Event description:
It was reported that the device's display was a solid orange color and appeared to have locked up. A click was heard from the device and the service indicator was showing. Further to evaluation, it was observed that the device was locked-up. Therefore the device could not provide defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer decided not to proceed with the device repairs. The device will be discarded locally and therefore will not be returned to physio-control for evaluation. A cause of the reported failure could therefore not be determined.

Manufacturer narrative:
(B)(4): the device was not evaluated by physio-control. A third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.